Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited unstable thresholds and non-capture was also noted. Whilst the physician was extracting the ra lead, they suspected the right ventricular (rv) lead may have been compromised. The threshold and impedance were stable but the sensing decreased post atrial lead extraction. The rv lead was also removed and replaced. No patient complications have been reported as a result of this event.